Event description:
A healthcare professional reported that there was a candidiasis outbreak in the operation room of the facility. The same viscoelastic type was used with all the patients. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: no similar complaints have been reported for this lot. All batches are released according to the required specifications. All results of microbiological tests were within specification. Since no sample is available no further investigation can be performed. The root cause is unable to verify because no sample/lot has been returned. Additional information has been requested but not received to date. (B)(4).